Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient was in the hospital and needed an MRI to rule out a stroke. Caller said the patient had several falls recently and ever since the falls occurred the patient's equipment wouldn't connect to their implant. During the call, the caller was able to connect to the implant and saw the eos message. The patient was redirected to their healthcare provider to further address the issue. Agent sent email to caller with MRI eligibility form.